Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable pulse generator has been showing a rapid decrease in the battery longevity. After a data analysis, the observed behavior was confirmed. The power consumption of this device has been increasing during the past year. The power consumption is greater than what is expected for this device will continue increasing. The battery status will be observed by remote monitoring until further treatment or action is decided. No effect to the patient's health has been observed.

Event description:
It was reported that this implantable pulse generator had been showing a rapid decrease in the battery longevity. After a data analysis, the observed behavior was confirmed. The power consumption of this device had been increasing during the past year. The power consumption was greater than what was expected for this device and continued increasing. The battery status was observed by remote monitoring until further treatment or action was decided. At this time, the device has been explanted and replaced for a new one at a surgical intervention. No additional effects to the patient's health were observed.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.